Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a pump shutdown and driveline disconnect alarm were recorded. The duration was about 2 seconds in the system controller notation. The alarm was for pump stop and driveline cutting. This occurred post procedure after leaving procedure room. There was no patient consequence or health hazard. The event log file captured a driveline disconnect event at 7:01:25. On 26mar2026. The pump appeared to have been reconnected at 7:01:31 on 26mar2026. The patient stated that they did not touch the device; however, they also mentioned that they were drowsy and their recollection was unclear. No abnormalities had been observed in the device. As there had been no recurrence, the situation was currently under observation. No events that could have affected the connection have been identified.